Manufacturer narrative:
The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain" "difference in breast volume" "capsular contracture" baker grade unknown.

Event description:
Patient representative reported right side "difference in breast volume," "severe pain and...capsular contracture" baker grade unknown. Device has been explanted.